Event description:
Customer claims that during a routine endopyelotomy procedure using an acucise rp catheter, a lower pole vessel was nicked. At the conclusion of the endopyelotomy procedure, there was no indication of the cut. The bleeding was not discovered until late in the night when the pt, a 14 yr male, showed symptoms of blood loss. A spiral CT scan showed blood in the peritoneum. A follow up open procedure was performed to patch the artery. The artery was reported to be a 2mm artery with a 1mm nick. Units of blood were administered to the pt. At last report, pt was doing fine.